Manufacturer narrative:
The insulin pump was programmed with the correct time and date. The insulin pump was monitored for four days. No alarm was noted for a software error. Several boluses were programmed and delivered. All of the boluses were recorded properly at the bolus and daily totals history screens. No bolus or history anomalies were noted. However, several alarms were found in the history file to indicate a corrupted history file. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that when the customer tried delivering a bolus the insulin pump lost all of its memory and data, and alarmed multiple error alarms. The customer's blood glucose was 30.0 mmol/l, which was treated with manual injection. Assistance was provided and the settings were reprogrammed. The customer requested a replacement insulin pump. Nothing further was reported.